Event description:
Enduser granddaughter reports that the brakes do not fully lock, enduser has fallen several times, has cuts on both knees from falling due to brakes not locking properly. Enduser states he was hospitalized about 5 months ago due to a cut getting infected after a fall, was hospitalized for about a week, no further information provided.